Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Date received by MFR of the follow-up medwatch report indicates: 11/17/2016. Date received by MFR of the follow-up medwatch report should indicate: 11/4/2016.

Manufacturer narrative:
The supplemental MDR should have included: (B)(4).

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. Physio replaced the lid reed switch according technical service update (B)(4). After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.